Event description:
It was reported by repair work order that the power load unit will not unload the cot from the ambulance. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.